Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle instability surgery thetip of the 2.7mm cannulated drill broke off. All broken parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another drill from the kit. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the part returned from the kit, the drill bit, 2.7 mm. Had the distal end of the flutes broken off. Only component c8867-05, drill bit, 2.7 mm was returned from the kit ar-1778p-cp for investigation. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to misaligned insertion, excessive force used, and/or the device coming in contact with another device during use.